Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in to inquire why the patients implantable cardioverter defibrillator (ICD) was making an alert tone even after they had been programmed "off." It was discovered that the alert is for a charge circuit timeout. It was explained to the caller that this is a non-programmable alert and cannot be programmed "off." The ahp noted that the patient¿s device was at end of service (eos) and stated that the device will be explanted soon, but it will not be replaced. The device currently remains in use. No patient complications have been reported as a result of this event.